Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. Device not returned.

Event description:
It was reported that the customer entered an incorrect correction factor due to user error. Customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer consumed glucose tablets to address bg. Tandem technical support guided the customer through correcting the correction factor to address the event.